Event description:
The healthcare professional reports the implant was inserted (B)(6) 2026 in the patient's mouth. On (B)(6) 2026 , loss of osseointegration was reported. According to the information, the patient is a healthy. Observed during the event: bone loss. The device was forwarded to the manufacturer. No patient operative or post-operative complications reported.